Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n283368, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that there was a suspected overdischarge. It was unknown what number overdischarge this was. An appointment was scheduled for (B)(6) 2015 at 11:00 a.m. To have the device reset. The implantable neurostimulator (ins) had not responded to the clinician programmer telemetry. No physician mode recharge (pmr) had been performed yet. No diagnostic testing or troubleshooting had been performed but would be in the future. It was unknown what the cause of the event was or if the issue was resolved. As a result of the event the patient experienced less than 50% therapy relief and had no stimulation anywhere. At the time of the report the patient was alive with no injury. Additional information received six days later reported the patient was able to charge the ins to 50% after clearing code 0x2608. An impedance test revealed impedances within normal limits. The patient was reported to be receiving effective therapy.